Event description:
Patient reported "asymmetry, swelling and chest pain", "mild chronic inflammatory infiltrate", and "glandular ptosis iii degree". Also reported "postoperative bleeding" which was determined to be not device-related. Healthcare professional later reported capsular contracture baker grade IV. Device has been explanted with total capsulectomy and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
Health effect impact codes: f2201 biopsy, f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported "asymmetry, swelling and chest pain", "mild chronic inflammatory infiltrate", and "glandular ptosis iii degree". Also reported "postoperative bleeding" which was determined to be not device-related. Healthcare professional later reported capsular contracture baker grade IV. Device has been explanted with total capsulectomy and replaced with a non-allergan device. This record relates to the right side.